Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon delivery shaft was fractured. The device was completely removed from the patients body and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.